Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 4121401. The customer did not return isolates or phoenix generated lab reports but provided panel returns and binary files for the investigation. It was noted that the customer determined that the organism identifications have been manually changed by the lis. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 the user noted misidentifications of results. Further investigation determined that the patient results were being altered by the user's laboratory information system (lis). No health impact or consequence reported.